Manufacturer narrative:
Device is a combination product. Promus premier ous mr 32 x 4.00 stent delivery system was returned for analysis. Visual and microscopic examination of the crimped stent found stent damage. Stent damage was identified on distal struts 3 to 7, the struts were lifted and pulling distally. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od(outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual and tactile examination of the hypotube identified multiple kinks. Visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found tip damage. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 19apr2019. It was reported that crossing difficulties were encountered. The 90% stenosed, 32mm in length target lesion was located in a severely tortuous and severely calcified and 4.0mm in diameter left anterior descending artery. A 32 x 4.00 promus element stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and patient is stable. However, device analysis revealed a stent damage.